Event description:
Customer stated he wore this pod for 1.5 days and noticed that his blood glucose levels (bg's) elevated to between 280 mg/dl and high despite bolus insulin doses. Customer removed the pod and stated that nothing seemed out of the ordinary. Customer activated another pod. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.